Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer refused to send product back for investigation.

Event description:
Customer complains of high results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 80-112mg/dl fasting. Verified the strips expired 05/14/2018. Customer did not disclose results from the meter memory. Customer called stating he is receiving results of 135 and 140 mg/dl that he considers are high for him. Customer refused to provide any additional information.